Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted in 2013. The consumer stated that she had the essure procedure in 2013 and she had since become pregnant. She had since looked up that she should not have had one fitted in just one tube or in blocked tubes. The hospital was refusing to take her calls; she thought it was because she was taking legal action against the doctor. She had no problem at all with essure, just with the doctor. Follow-up information received from consumer on (B)(6) 2015: she is currently making a complaint to the hospital and consultant who fitted the essure as she did not think that she was a suitable candidate as she has a blocked tube. She stated that in 2009 she had a ivf (in vitro fertilization) due to blocked tubes and also experienced a ectopic pregnancy. Follow-up information received from consumer on (B)(6) 2015: consumer had essure inserted in 2013 and had only one tube as she had lost one in 2009. She had found out that the 100 percent job did not work and she is pregnant again at a higher risk to the age and disabilities in her family. She was devastated to learn that doctors perform this without giving her full knowledge of the side effects; it's never failed, is what she was told. She did not know if she will be harmed or if the baby will be harm, or the long term effects. She was not informed of the difficulty of getting the device out. Follow-up information received on (B)(6) 2015: mhra reference was received as (B)(4). Follow-up from (B)(6) 2015: no response to further follow up attempts for additional information/ clarification from consumer. Case closed. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant. This event is listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, consumer stated she was not a suitable candidate for essure since she had only one tube due to a previous ectopic pregnancy. Although no information was provided about essure insertion procedure or confirmation test, causality with the suspect insert cannot be excluded. No complications related to the pregnancy were reported, nevertheless this event was regarded as serious and this case was considered an incident, in line with health authority requirements. Further information could not be obtained. A product technical analysis is being sought.

Manufacturer narrative:
Ptc investigation result was received on 09-mar-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: per the patient report, she had only unilateral placement since one tube was already blocked, therefore, only one essure device used and this device is recommended for placement in both tubes for a patient. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy and a usability issue. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 11-mar-2015 for the following meddra preferred term: pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant. This event is listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, consumer stated she was not a suitable candidate for essure since she had only one tube due to a previous ectopic pregnancy. Although no information was provided about essure insertion procedure or confirmation test, causality with the suspect insert cannot be excluded. No complications related to the pregnancy were reported, nevertheless this event was regarded as serious and this case was considered an incident, in line with health authority requirements. Further information could not be obtained. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.